Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot# and expiration date h4: device manufacture date.

Event description:
Subsequent to the initially filed medwatch, four additional proglide devices were received related to this event with no reported information available. Preliminary analysis of the returned proglide devices noted that there was blood in and on the proglide devices. Three had link breaks and one had the suture pulled out of the device. Devices in this condition would not have achieved hemostasis. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was clarified that this proglide device was not returned for analysis. None of the 5 returned proglide devices were related to this procedure that occurred on (B)(6), 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- lot#, expiration date. D9- device available for evaluation changed from "yes" to no". H4- manufacture date. H6- removed component code 3088. H6: removed type of investigation code 10.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an a abdominal aortic aneurysm (aaa) interventional procedure. The seldinger technique was used with a .035 x 260 cm hydrophilic guide wire. Reportedly, there was no suture present when the needle plunger was removed after deployment. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 22f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. Additionally, the sutures of two proglides had been successfully pre-placed and used to achieve hemostasis successfully in the left common femoral artery (lcfa). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.